Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50 x 18 mm xience alpine stent delivery system (sds) was selected for the procedure. At some point either prior to use or during the procedure, the stent implant dislodged from the balloon of the sds. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported dislodgement appears to be related to operational context as it is likely that inadvertent mishandling during protective sheath removal resulted in the reported stent dislodgment. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the previously filed report, the following additional information was received: during preparation of the xience alpine stent delivery system (sds), the nurse noticed that the stent was loose/dislodged from the balloon. There was no patient involvement. A new unspecified sds was used to successfully complete the procedure. No additional information was provided.